Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization due to high blood glucose. The blood glucose reading at the time of the event was 450 mg/dl. Diagnosed diabetic ketoacidosis. Customer was vomiting and experienced abdominal and kidney pain. Hospital treated with antibiotics and insulin therapy. Nothing further reported.